Event description:
Per (B)(6) field nurse, "pt hospitalized and pump ms3 pump 455070 has failed to work. I tried it, found that it loads, primes, fills cannula if selected, all okay; however, after that when load, fill tubing, fill cannula are all checked off and "done" is selected, the main menu selections are not of this needed kinds. When chosen they specify input of a pass code and do not allow the caregiver to program, start therapy flow with the pump. No further info. We haven't shipped meds yet. Field nurse provided info in description. No further info is known about the pump. Pt's tracleer rx states "dissolve on half tablets in 10ml of water and give 1.8ml by mouth twice daily". Device malfunction did not occur while in use, it did not cause harm.